Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records have not been provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as a reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct expiry date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 2 months post implant of ventralex st mesh, patient was diagnosed with infected mesh thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list infection as a possible complication. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery to repair a ventral hernia. As reported, a bard/davol ventralex st hernia patch was implanted to repair the hernia defect. (B)(6) 2012 - the patient underwent an additional surgery to repair the hernia defect and "remove it." It is alleged by the patient attorney that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿hernia sac at the right inferior aspect was pushed back into intra-abdominal cavity. The largest piece of ventralex st mesh was placed in the preperitoneal location using suture." (B)(6) 2012 - patient was diagnosed with infected mesh thereby underwent open repair with removal of mesh. Per operative notes, ¿patient had an infection of the mesh from a previous incisional hernia repair. The infected mesh was dissected free from the abdominal wall and removed.¿ attorney alleges that the patient had infections, pain and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records have not been provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as a reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery to repair a ventral hernia. As reported, a bard/davol ventralex st hernia patch was implanted to repair the hernia defect. (B)(6) 2012 - the patient underwent an additional surgery to repair the hernia defect and "remove it." It is alleged by the patient attorney that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.